Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the units involved with this complaint and completed the device evaluations. The failure analysis results are as follows: the reported failure was confirmed on the set up joint (suj). The axes controller setup (acu) board was swapped to test and was confirmed that the vertical acu board was the issue. The reported failure was also confirmed on the universal side manipulator (usm). The resistance was measured and was found to be about one sixth of what it should be. The issue was narrowed down to the axes controller arm (aca). The aca was swapped with a new one and the resistance reading was normal. The unit passed all testings. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the customer experienced several non-recoverable faults. The system was power cycled but the issue persisted. After approximately ten minutes, the surgeon aborted the procedure. There was no report of patient harm, adverse outcome or injury. On january 19, 2017, intuitive surgical, inc. (Isi) received the following additional information: the system was inspected prior to use. The system was docked and surgical ports had been placed. Due to the reported issue, the procedure was aborted and was postponed to a later date. An isi field service engineer (fse) was dispatched to the site but was unable to reproduce the reported failure. However, the error was verified to have occurred through the system logs. The fse replaced universal side manipulator (usm) 2 and set up joint (suj) 2 to resolve the issue.